Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
It is reported that during the insertion of the wholey guidewire extension, the coating of the wire began to peel off. A small segment almost detached inside the patient but the physician was able to retrieve it. The physician then removed the wire coating using a scalpel to complete the procedure. No patient injury is reported. Evaluation summary: the device was received for evaluation without any other ancillary devices. The specimen presents no indications of cut or peeled sleeve or coating from the guidewire or the extension wire. The specimen guidewire presents numerous bends/kinks of varying severity, scattered over the length of the device. The specimen also presents dried blood-like material on and between the coil wraps and on exposed core wire surfaces. The white ptfe sleeve is visually intact and appears secured to the metallic core wire substrate. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct.